Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the insyte autoguard needle partially retracted within the shield. Your reported issue was confirmed. As the device had been used, it could not be determined with certainty whether the damage originated during manufacturing, storage, or use of the device. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The customer complained that the needle did not fully retract after the safety mechanism was activated.